Event description:
Pt underwent surgery on (B)(6) 2012 to implant pedicle screw construct. In (B)(6) 2012, one of four screws was noted to have broken and the interbody implant was malpositioned. In (B)(6) 2013, two additional screws were noted to have broken. The pt opted to postpone revision surgery until (B)(6) 2013. No injury has been reported.

Manufacturer narrative:
(B)(4). Explanted product is expected to be returned, but has not yet been received. Review of the radiographs provided indicate a single left-sided interbody implant was placed. The interbody implantation was incomplete; optimal height restoration would include placement of two implants, one each at the lateral aspects of the disc space in order to provide stability across the vertebral body. (B)(6) 2012 film depicts a broken right-side l4 screw and posterolateral migration of the interbody device. The (B)(6) 2013 films do not show additional migration. Review of surgical procedure documentation notes that dual interbody implants should be placed. Review of all device history records for the screws notes that no material composition, treatments or dimensional deviations/non-conformances occurred. Additional labeling review: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend or break. Loads on the devices produced by load bearing and by the pt's activity level will dictate the longevity of the implant."